Manufacturer narrative:
(B)(4). Concomitant medical products: cat# 00620005222, shell porous with cluster holes 52 mm o.d. Lot# 60802339. Cat# 00625006530, bone scr 6.5x30 self-tap, lot# 60808940. Cat# 00625006520, bone scr 6.5x20 self-tap, lot# 60808917. Cat# 00625006525, bone scr 6.5x25 self-tap, lot# 60838365. Cat# 00630505032, liner standard 32 mm i.d. For use with 50/52/54 mm o.d. Shells, lot# 60784894. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022- 01504.

Event description:
It was reported a patient underwent a left hip arthroplasty. Subsequently, MRI showed fluid in left hip. Patient complained of pain. Coblat and chromium levels were elevated. Patient was revised approximately fifteen (15) years post implantation. Head was removed and showed some discoloration. Trunnion of the mlt stem showed some build up of corrosion and was discolored. A new liner and a head were re-implanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 proposed component code: mechanical (g04) - head. Visual examination of the returned product identified scratches and wear from use on the head. Taper hole wall and bottom have dark foreign debris. The head was sent to sem for analysis. Results: damage over the majority (greater than 50 percent) of the surface with severe corrosion attack and abundant corrosion debris. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: anatomic alignment of the left hip arthroplasty. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.